Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer's blood glucose level was 27.5 mmol/l. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer stated that the sensor had received change sensor alarm and sensor updating alarm. Customer was able to run test on transmitter. Customer was assisted in performing test on transmitter and the test passed. Troubleshooting was performed. The insulin pump will not be returned for analysis.